Manufacturer narrative:
The company service representative examined the system but did not indicate replicating the reported event. The footswitch, xenon lamp, and electrode tube were replaced. The system was then tested and met all product specifications. The system was manufactured on september 28, 2009. Based on qa assessment, the product met specifications at the time of release. Additional related information was requested, regarding servicing details, but none was provided. Based on the information provided, the reported event was unable to be confirmed and the root cause was unable to be determined conclusively. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported when turning on the system, the lamp did not light and the footswitch of the laser was "grabbing".